Manufacturer narrative:
The customer reported the AED will not power on and the asi is blank. The maintenance schedule is reported as monthly. The battery's expiration date is december 2024. Troubleshooting with the customer: an alternate battery pack was inserted, and the device displayed a service code warning for 'green led current (1/10ma)'. Customer cleared the service code warning, the asi is flashing green, the AED is ok to remain in service. No additional information is available currently to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on and the asi is blank. Used an alternate battery and the device displayed a service code warning for 'green led current (1/10ma)'. The reported event did not occur during patient use.